Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The literature article entitled, "short-term results of a custom triflange acetabular component for massive acetabular bone loss in revision tha" written by michael a. Wind, jr, md, michael l. Swank, md, and joel I sorger, md published by orthopedics march 2013 was reviewed. The article's purpose was to discuss the short-term results of utilizing a custom triflange acetabular component for massive acetabular bone loss in revision total hip arthroplasties. The identification of the original failed implants is unknown. The custom triflange acetabular component is a depuy product. Data was compiled from 19 patients reconstructed between may 2001 and march 2005 consisting of 12 women and 7 men age ranging 42-79 years old. The article does not identify new or replacement implants utilizing during the reconstructions and focuses on the results of the flange. As this product can be used with depuy or non depuy, the new implants are not assumed to be depuy as it is not identified. The flange is implanted with screw fixation and ha coating designed for bone integration of the acetabulum. The article reports dislocation but the femoral head and liner is unknown and not identified but attributed to occurrence of flange loosening, failure of a locking ring on liner and liner exchanged to constrained liner. Depuy product: custom triflange acetabular component adverse events: infection treated by revision peroneal nerve injury treated by physical therapy wound infection treated by wound debridement broken flange screws treated by revision flange migration treated by revision flange loosening treated by revision (refer to figure 3 for radiographic image).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.